Manufacturer narrative:
Corrections: d3: model number from unknown to 9313. D4: lot number from unknown to 0015929315. D4: catalog number from unknown to 9313. D4: expiration date from unknown to 07/27/2014. D4: unique identifier (UDI)# from unknown to (B)(4). H4: manufacture date from unknown to 03/14/2013. Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
Promus element china clinical study. It was reported that the patient experienced chest pain. In (B)(6) 2014, the subject presented with unstable angina and index procedure was performed. The target lesion was located in the proximal right coronary artery with 100% stenosis, a length of 57 and a reference vessel diameter of 2.8mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm and a 3.5x28mm promus element stents. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with cardiogenic chest pain and was hospitalized on the same day. Six days later, the event was considered resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2018, angiography without revascularization was performed. The case relationship of study device is now considered not related to the reported chest pain.

Manufacturer narrative:
D4: batch lot corrected. Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
Promus element china clinical study. It was reported that the patient experienced chest pain. In (B)(6) 2014, the subject presented with unstable angina and index procedure was performed. The target lesion was located in the proximal right coronary artery with 100% stenosis, a length of 57 and a reference vessel diameter of 2.8mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm and a 3.5x28mm promus element stents. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with cardiogenic chest pain and was hospitalized on the same day. Six days later, the event was considered resolved and the subject was discharged on the same day.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient experienced chest pain. In (B)(6) 2014, the subject presented with unstable angina and index procedure was performed. The target lesion was located in the proximal right coronary artery with 100% stenosis, a length of 57 and a reference vessel diameter of 2.8mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm and a 3.5x28mm promus element stents. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with cardiogenic chest pain and was hospitalized on the same day. Six days later, the event was considered resolved and the subject was discharged on the same day.